Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. An impedance check identified disconnected electrodes. Reprogramming was performed and therapy was restored in a closed-loop program. A revision procedure was completed and evoke lead was replaced.